Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. A cuff miss/suture retrieval issue was confirmed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The two other perclose proglide devices referenced are being filed under separate medwatch manufacturing report reference numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with three proglide devices, using a pre-close technique, via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, all three proglide devices had cuff misses. The aaa procedure was completed and a surgical cut down was performed to achieve hemostasis. There was a clinically significant delay in the procedure due to the cut down procedure. Hospitalization was prolonged. The physician is reportedly trained in the use of the proglide device. No additional information was provided.